Manufacturer narrative:
Technician found the hydraulic valve solenoid for the head up is stuck. The technician replaced the hydraulic valve solenoid for the head up to resolve the issue.

Event description:
Technician alleged that the head of the bed will not go up. No patient impact.